Event description:
An individual reported that a surgeon had performed a yag laser procedure in the last to reopen to a glaucoma filtration device (gfd). The reporter declined to provide the surgeon's name; therefore, follow up was not able to conducted. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the device remains implanted. The device history record (DHR) could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. The reporter declined to provide the surgeon's name; therefore, follow up was not able to be conducted. No further info is expected. (B)(4).